Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the first time they had a lot of discomfort and that it was "because of what they were doing" before even "waking up" with going "up and down" with the therapy. When asked for clarification, patient answered by saying that a short time after the ins was implanted (approximately 4 weeks after) they thought there was a problem with the settings and tried to change the settings themselves. Patient said they went through "a few days of hell," and that it felt like a "truck battery" was attached to them. The patient said they called the managing healthcare provider (hcp) who told them to turn the stim down and come into the office. The patient said they were told at that point not to adjust the settings without doctor oversight.